Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete incoming testing) was confirmed. Upon investigation the electrode belt trunk cable was severed and missing. The j702 was cracked from the trunk cable being pulled out of the strain relief. The cause of the inability to complete testing is the missing trunk cable. The root cause of the missing cable is physical abuse. No adverse event resulted from the missing cable.

Event description:
A us distributor returned an electrode belt sn (B)(4) indicating that it could not complete incoming testing.